Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. The patient was enrolled into the respond edge study. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin. A lotus introducer was placed and the aortic valve was treated with deployment of a 27 mm lotus edge valve. On the same day, post index procedure, the patient developed lbbb.